Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection performed by the research and development team noted bone on-growth on the patella, the tibial base, and the femoral component. This indicates the implants were likely not loose. Scratches and deformation on the femoral components were likely due to removal, as was the deformation on the patella. Wear and deformation on the insert indicate typical usage. A review of the sterilization batches found no abnormalities. A review of the complaint history revealed a limited number of complaints. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.